Event description:
During a sedation case, the baxter pump was running a propofol drip which was the primary source of sedation. In the middle of the case, the screen that shows dose, rate, ect became grayed out and I no longer had the ability to change the dose or volume of infusion.